Event description:
As reported through the japanese tavi registry reporting system, the patient who had chronic kidney disease requiring dialysis underwent a transapical (ta) transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 valve. Postoperatively (specific date unknown), no pressure gradient was observed; however, contrast-enhanced CT showed slightly restricted opening of the tavi valve leaflets, raising suspicion of valve thrombosis. Therefore, heparin therapy was initiated.

Manufacturer narrative:
Investigation is ongoing.